Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported issue. After inspecting the unit, the fse found that the unit was running with a past due safety disk, batteries, and a 5000 preventative maintenance (pm) kit. The fse installed all past due parts and completed a pm with full calibration. The unit passed all functional and safety tests per factory specifications; and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed an autofill failure alarm. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.